Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Two screws that should have been locked into the plate, but did not. We followed procedure and corrected it into the guide and used trade and drill guide, measured it and put the appropriate length screw.

Manufacturer narrative:
The reported event that the locking thread of a locking screw axsos 3 ti 4.0mm / l75mm was alleged of failure could not be confirmed. The device inspection was not performed because the device was not returned. Based on investigation, the root cause was attributed to a user related issue. These are some of the possible causes: the screw insertion was made with a wrong angulation which caused jamming and thread damage. The insertion of the screw was attempted multiple times, which caused thread damage. The screw insertion was made using fast speed power tool. A review of the device history for the reported lot was not possible as the lot number was not provided. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. Device was not returned..

Event description:
Two screws that should have been locked into the plate, but did not. We followed procedure and corrected it into the guide and used trade and drill guide, measured it and put the appropriate length screw.